Event description:
It was reported that the pump was last refilled in 2009 and the pump was alarming at the time of the initial report. The alarm date was approx 7 weeks later. The hcp had indicated at the time of the refill that they would no longer refill the pump as the pt had no insurance. The pt was being weaned off of the medication (morphine and marcaine); the pt did not remember what the hcp told her about that. Calculations indicated that the pump would be empty in approximately one week. The pt experienced anxiety and later reported nausea; also reported "a lot was going on at home and my husband lost his job". The reporter wanted to have the alarm turned off. Subsequently, the pt experienced withdrawal and was admitted to the hospital through the emergency room. The reporter expressed dissatisfaction with the ER care. As the pt had been receiving good results from the pump, attempts were made during the hospitalization to have the pump refilled with saline. The attempts were not successful. Following discharge from the hosp, the pt was not able to keep food or the anti-nausea medicine down. The pt continued to work through issues related to scheduling an appointment for refill of the pump with saline, as well as housing, financial and insurance issues.